Event description:
It was reported that there was a coupling problem. The caller noted that they used the patient¿s recharger and another recharger but they could not get anything more than two coupling boxes. The caller stated that the device looked superficial, a good depth, and was lying fairly flat. It was noted that the caller did not think it was flipped. The caller stated that the patient had the issue since the implant. The caller noted the highest number they observed using antenna locate was 64. Additional information received reported that recharging frequency was more often than expected based upon settings. It was noted that the patient was able to demonstrate effective charging. It was noted that x-rays were performed and they showed a flipped device. It was noted that the cause of issue was that the device was flipped. It was noted that the patient met with the surgeon 2014 (B)(6) and manually flipping the battery was not possible. It was further noted that surgical intervention was being scheduled to flip the device. It was noted that the patient was receiving effective therapy but was still unable to recharge effectively. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that the revision was done on 2014-(B)(6). It was noted that the device was flipped in the pocket. The surgeon flipped and re-sutured the device in the pocket to prevent another issue. There were no devices explanted. Additional information received reported that the patient was getting effective therapy and was able to charge with all eight coupling bars.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).